Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient fell. The little ball disassociated from the big ball adm implant.

Event description:
Patient fell. The little ball disassociated from the big ball adm implant.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The returned adm insert exhibits extensive scratching and gouging on the outer articulating surface and face of the device, which most likely occurred during explantation. There is no visual damage to the retaining rim or inner articulating surface. The identification marking on the face of the device is noted to be faded and difficult to read. This is indicative that the component was exposed to high temperature decontamination (such as autoclaving). Insufficient medical information or records was received for review with a clinical consultant. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. The reported event regarding dislocation of a restoration adm liner and a metal head 9pr 71540) was not confirmed.